Event description:
Cook pigtail tray ((B)(4)) was opened to find partial tray contents compromised with broken hemostat (in 2 pieces and rusty) and lidocaine ampule top broken off. No harm to patient as pneumo tray was not used. No delay in care as trays are kept in the unit. Tray was replaced. No patient harm. Dates of use: (B)(6) 2017. Is the product compounded: no. Is the product over-the-counter: no.